Event description:
It was reported that during a procedure, the physician found the fiber was not emitting energy after 2 joules and 11 seconds of use. A break was observed on the fiber body and low level energy was observed to be emitted from the location of the break. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis found a break in the fiber body. Analysis also found the metal tip was bent and the glass cap/tip was broken. It is probable that the observed condition of the fiber occurred due to excessive manipulation of the fiber during the procedure. The interaction between the user and the device caused or contributed to the error. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis of the fiber found a break in the fiber body. The metal tip was bent, and the glass cap/tip was broken. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: before beginning with the surgical procedure, the accustat should be checked for damage during shipment. The accustat is a glass fiber and any damage to the jacket or fiber core will result in the emission of uncontrolled laser energy. Do not probe or attempt to retract tissue with the accustat, to do so may result in fiber breakage. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure, the physician found the fiber was not emitting energy after 2 joules and 11 seconds of use. A break was observed on the fiber body and low level energy was observed to be emitted from the location of the break. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.